Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on this right atrial (ra) channel. The physician performed biventricular trigger to allow cardiac resynchronization therapy and overcome pacing inhibition. Due to patient condition, induction to assess ventricular fibrillation (vf) detection was not performed and no atrial arrhythmias were noted. Ther was no pacing inhibition greater than 2 seconds seen. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing on this right atrial (ra) channel. The physician performed biventricular trigger to allow cardiac resynchronization therapy and overcome pacing inhibition. Due to patient condition, induction to assess ventricular fibrillation (vf) detection was not performed and no atrial arrhythmias were noted. Ther was no pacing inhibition greater than 2 seconds seen. This ra lead remains in service. No adverse patient effects were reported.